Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the physician received a remote alert from this device, indicating high, out-of-range (>3000 ohms) pacing impedance from a competitor's right atrial (ra) lead. As a result of the high ra impedance, a lead safety switch (lss) occurred resulting in frequent mode switches to unipolar sensing. Boston scientific technical services was contacted and also confirmed the presence of ra lead noise. It was recommended to perform in-clinic provocative maneuvers to exclude potential ra lead impairment. At this time, the system remains implanted and in-service. No adverse patient consequences were reported.